Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during an unrelated procedure, insulation abrasion exposing conductors on the left ventricular lead was noted. It is unknown if this was caused during the extraction or while the lead was in the body. The patient was asymptomatic and stable.

Manufacturer narrative:
A partial lead with only middle portion measuring 59.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.